Event description:
During preventive maintenance, one test did not pass. It was nebulizer test (page no. 2116). "Nebulizer valve on -- not ok". The device was properly connected to o2 source, I once again calibrated flow sensor and checked qaw, as it is written in the service manual. And the nebulizer test did not pass again. I opened the device if probably there would be a bad connection of nebulizer valve on the main board, but everything seems ok. What is the next step? I have here one nebulizer valve for t1 on stock (msp161367/02). As I see, the nebulizer valve for c6 has different pn (160400). But if I look at the picture those two seem exactly the same. Can I use this t1 nebulizer valve for replacement in this case or is it not possible? Yes I know, I should order the right part (actually whole o2 mixer assembly - written in service manual), but I am guessing that because covid situation there would be a significant delay in getting this part from hamilton. So please inform me about possibility of this replacement (t1 - c6 nebulizer valve). Thank you, best regards, samo.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be a defect nebulizer valve which was replaced. There was no patient or user harm.